Event description:
Medtronic received a report that the echelon 10 microcatheter rupture at the distal end. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery c7 segment aneurysm. The access vessel was the right femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that an emergency ruptured aneurysm coil embolization procedure was performed. Preoperative preparation and operative steps were carried out according to the instructions for use. Under micro-guidewire guidance, an echelon 10 microcatheter was advanced into the aneurysm. Before coil placement, a rupture was noted at the distal end of the echelon microcatheter. For procedural safety, the microcatheter was replaced with another of the same model. A 3 mm × 4 cm coil was then deployed to form a hoop, followed by coil for finishing, achieving dense embolization and completion of the procedure. There was a rupture at the distal end of the catheter, it was not broken. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a synchro guidewire and medtronic coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes or contributing factors for the rupture were not identified. The lesion measured to be 3.9 mm × 2.26 mm. The procedure was completed by replacing the device with a microcatheter of the same model. It was clarified that "rupture was found at the distal end" means there was a rupture, but it was not completely severed.

Manufacturer narrative:
Update b5 , d9 and h6 product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. The ancillary devices used during the event were not returned. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub or the catheter body. The distal tip was found to be damaged. Upon further inspection the distal tip was found to be separated but retained by tubing material at proximal end of distal marker band. The distal tip was noted to be pre-shaped and additionally shaped. Damage did not appear to be a rupture. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. The echelon-10 micro catheter was flushed, water exited from separation and distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The cause of the leak was found to be separation at proximal end of distal marker band. It is possible the shaping of the echelon-10 distal tip or insertion of guidewire contributed to the separation; however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that there wasa tear at the distal end of the microcatheter, but it was not completely severed and did not separate.